Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator exhibited myopotential oversensing. No intervention was performed. The nurse stated that they will continue to monitor. There were no patient consequences.